Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump did have a cracked display window corner, scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 245 mg/dl. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.